Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was part of a pocket revision due to infection and erosion. Moreover, the pacemaker was repositioned to the other side of the body. There were no additional adverse patient effects reported. The pacemaker remains in service.